Event description:
It was reported that the patients ipg had pulled out from the epidural space. The patient underwent lead replacement procedure and was doing well with good coverage postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7097031.

Manufacturer narrative:
Correction to the initial MDR in block b5.

Event description:
It was reported that the patients lead had pulled out from the epidural space. The patient underwent lead replacement procedure and was doing well postoperatively. Additional information was received that lead migration confirmed through x-ray and the patient was experiencing inadequate stimulation due to lead migration.